Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified that pressure regulator valve required replacement. The technician replaced the pressure regulator valve, tested the sterilizer, and confirmed the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility stated that their 48" century sterilizer was leaking steam. No injury, procedural delay, or cancellation was reported.